Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. Post operatively, the patient displayed symptoms of a bile duct leak. The patient was readmitted. Appropriate steps were taken to correct, situation was corrected and patient was released. The patient is doing fine. Device was discarded. (B)(6).

Manufacturer narrative:
(B)(4). (B)(4). Information is unavailable; device was not returned for evaluation. Additional information obtained: the surgeon admitted he did not always pre-load the device. However, he is adamant that he always pre-loads now. The surgeon admits that it may not be the device that caused the issue. As a lot number was not received, a device history review could not be performed.